Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.

Event description:
Patient reported a left side capsular contracture baker grade iii. Healthcare provider confirmed. The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: h6. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Patient reported a left side capsular contracture baker grade iii. Healthcare provider confirmed. The device remains implanted.

Event description:
Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: capsular contracture: unable to observe, since it is a medical event. And is not related to the device. As per the investigation procedure: crease was completed. And none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Patient reported, a left side capsular contracture, baker grade iii. Healthcare provider confirmed, device has been explanted and replaced.